Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Communication error message when conected to saver evo.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 3rd july 2013. On receipt of the device the history and memory logs were downloaded, and the device successfully connected to the saver evo application. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed all weekly auto self-tests, alongside random manual power ups, up to and including the last log entry, prior to receipt at heartsine on (B)(6) 2017. The user accessible memory was erased after the last manual power cycle on (B)(6) 2017. The device would have been connected to the saver evo application at this time. The complaint was received on (B)(6) 2017 and would likely relate to this action. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. As there was no fault found with the sam pad device during testing it is concluded that the user witnessed one of these scenarios while the sam pad device was connected to saver evo via usb. This may have been due to a fault with the user hardware, or, potential user error. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.